Event description:
It was reported to boston scientific corporation, that a piranha biopsy device was used during a ureteroscopy. During the procedure, outside the patient, the biopsy forceps would not close. The procedure was completed with another piranha biopsy device with no patient complications.

Manufacturer narrative:
The lot number was not provided; therefore, the device manufacture date and device expiration date are not available. The device has not yet been returned, if there is any further relevant information, a supplemental manufacturer's report will be filed.